Event description:
The biomedical engineer reported that the gz telemetry transmitters were not connecting to the network. It is unknown whether this was in patient use.

Manufacturer narrative:
The biomedical engineer reported that the gz telemetry transmitters were not connecting to the network. It is unknown whether this was in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter model: gz-130pa. Sn: (B)(4).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz telemetry transmitter was not connecting to the network. It was unknown whether the device was in patient use. Investigation summary: the customer reported that nk personnel were on-site to help troubleshoot the gz connectivity issue. No further issues were reported. Multiple attempts were made to obtain additional information from the customer, but these requests did not yield any additional information. As such a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. As no further complaints were reported and there is no record of repair for the reported device, the root cause is likely related to hospital network environment. Additional device information: d10: concomitant medical device: the following device was used in conjunction with the cns: telemetry transmitter: model: gz-130pa. Sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter was not connecting to the network. It was unknown whether the device was in patient use.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from ni to gz-130p. D2a common device name: corrected the common device name from "central monitor station" to "transmitter." D4 additional device information / model #: corrected the model # from ni to gz-130p. D4 additional device information / catalog #: corrected the catalog # from ni to gz-130p. D4 additional device information / serial #: corrected the serial # from ni to 1578. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from ni to k153707. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter was not connecting to the network. It was unknown whether the device was in patient use.